Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens). It was reported the patient stated since starting their verify trial on monday, (B)(6) 2017, their bladder symptoms had gotten worse. The patient stated they were experiencing the urge to urinate worse than before they had the trial and at times they had to turn it off to be able to urinate. The patient stated they had to get up every hour overnight. The patient noted it was set at 1.5 v and they increased it to 2.0 v and then had to go every 5 minutes. The patient reported they talked to their healthcare physician (hcp) and the hcp instructed them to turn the device off until they were seen on friday. The patient reported when the manufacturing representative first set up their stimulation they felt a cramp in their butt cheek. The patient was not aware they were supposed to feel a flutter sensation and not a cramp. The patient reported the cramp went away and later they increased the stimulation and they could then feel the flutter. The patient was to follow-up with their hcp. There were no further complications reported/anticipated.